Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level in the 30¿s or 40's mg/dl. Customer's blood glucose was 250 mg/dl at the time of the call. The drive support cap was normal. Troubleshooting was performed for high blood glucose level. Customer stated there was no leaks or air bubbles. Customer did not check their settings. Pressure test will be done once clamp is received to the customer. Customer changed their set within 3 days. Insulin pump will not be returning for analysis.